Event description:
It was reported that the iab catheter had gas gain and gas loss in iab circuit alarms confirmed in the alarm logs of the iabp, during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Another contact info: (B)(6). Another contact mail: (B)(6). Due to characterization limit e1 event site name: (B)(6) hospital. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation a gas loss can occur due to one or more of the following probable causes: a gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively when a cumulative shuttle gas gain or loss exceeds 5 cc relative to the last autofill volume. The alarm activates when iab inflation period is greater than or equal to 80 msec and deflation period is greater than or equal to 250 msec. A catheter restriction alarm occurs when the intra aortic balloon iab cannot properly inflate or deflate because airflow through the catheter or connected tubing is mechanically restricted. This restriction prevents the balloon from cycling normally so the pump identifies abnormal pressure or volume conditions and enters standby based on the documented causes. The root causes fall into three categories: 1 mechanical obstruction in the iab catheter or tubing. This includes any physical kink bend or compression in the iab catheter itself. The extracorporeal tubing. The extender tubing. Root cause air cannot move freely through the system because the airflow is restricted. 2 incomplete unfolding of the iab membrane. If the balloon membrane remains partially folded the balloon cannot expand to full volume. Inflation pressures and volumes become abnormal. The pump interprets this as a restriction. Root cause the membrane physically limits inflation and mimics a catheter restriction. 3 the iab has not fully exited the sheath after insertion. If the balloon remains partially inside the sheath. The sheath constricts the balloon. Normal inflation deflation is obstructed. 4 off label use. The IFU also instructs the user to insert the iab through the femoral artery and does not recommend an axillary insertion since it could lead to procedural complications and or injury. The root cause of a catheter restriction alarm is any condition that physically restricts airflow between the iabp console and the intra aortic balloon preventing proper inflation and deflation including insertion of the iab via axillary route.